Event description:
Ccl staff attached 1-way valve and pulled syringe vacuum twice before removing iab from packaging. Iab started to unwrap as it entered sheath. Assembly was removed and replaced with 2nd iab. There was no further difficulty. There were no patient complications.